Manufacturer narrative:
On (B)(6) 2021 the customer alleged was hospitalized for high blood glucose. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.0 milivolts). The motor was tested outside of the device on the next generation insulin pump stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high blood glucose. The force sensor is within specification and the motor functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2021 for three days due to high blood glucose level and diabetes ketoacidosis. The blood glucose level of customer was over 600mg/dl. The current blood glucose level of customer was 82 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer had experienced symptom related to reported incident including vomiting, abdominal pain, difficulty breathing. Customer was treated with manual injection. It was found that the auto mode feature was inactive at the time of incident. The insulin pump will be returned for analysis.